Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic aortic valve, the baseline transthoracic echocardiogram (tte) showed a mean gradient of 44 millimeters of mercury (mmhg) with a maximum velocity of 4.19 meters per second (m/s). The valve was implanted at 1 millimeter (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). The tte one day following the implant of the valve, showed a mean gradient of 40.7 mmhg and a maximum velocity of 2.32 m/s. The site one year follow-up tte showed a mean gradient of 11.5 mmhg and a maximum velocity of 2.2 m/s, with a clinical tte assessment of mean gradient of 8.8 mmhg and a maximum velocity of 2.4m/s. The two-year follow-up tte showed a mean gradient of 11.6 mmhg and a maximum velocity of 2.4 m/s, with a clinical tte assessment of mean gradient of 11.3 mmhg and a maximum velocity of 2.3 m/s. Approximately 3 years and 2 months following the implant of this valve, the three-year tte noted stenosis with an increased gradient which measured 47.9 mmhg and a maximum velocity of 2.6 m/s. The patient was asymptomatic. A computed tomography angiography (cta) was performed ten days later and showed a calcified granuloma in the right lower lobe; mild cardiomegaly; and a probable fatty infiltration of the liver that was not well visualized. Treatment was not provided. The physician confirmed that the valve did not contribute to the calcified granuloma, cardiomegaly, nor the fatty liver infiltration. The patient presented to the hospital for aortic valve replacement 3 years and 11 months after the valve was implanted. The gradient was measured at 60 mmhg. Medication was administered and the valve was explanted the same day. The valve was replaced with a non-medtronic surgical valve without complications. The patient was discharged five days after admission and the event was noted to be resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h3; h6 product analysis: the device was received inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve was visually inspected and all leaflets were noted to be tan and stiff. Severe calcification was observed on the belly, margin of attachment and inferior coaptive areas of the first leaflet; an approximate 4 millimeter (mm) leaflet tear was found on the free margin. Severe extrinsic calcification was found on the belly, margin of attachment and inferior coaptive areas of the second leaflet; leaflet deterioration (long tear) was found down the belly of the leaflet. Calcification nodules were observed on the belly and inferior coaptive areas of the third leaflet; leaflet deterioration (long tear) found down the belly of the leaflet. Tissue deterioration observed on leaflets 1, 2 and 3 appeared to be associated with visible calcification. Commissures 1-2 and 2-3 were covered by glistening off-white pannus; unable to verify condition of commissures. Commissure 3-1 appeared intact. All leaflets were in a partially closed position with gaps between the free margins. Calcification restricted leaflet mobility. Off white pannus growth adhered circumferentially to the outflow crown extending to the struts of the outer skirt. Glistening off white pannus lined the inflow orifice extending into the inner lumen along the skirt to the inflow margin of attachment. The outflow showed an elliptical appearance. A broken strut was found on the outflow crown. Radiography revealed calcification on the valve and confirmed the broken strut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.